Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that prior to implant, the device kept showing the "gray bar". The device was never implanted. No patient complications have been reported as a result of this event.